Event description:
The customer reported that insulin was squiring out and then alarmed an error. Advised the customer revert to back plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.